Event description:
It was reported that during the implant of a pacing system, the right ventricular (rv) lead dislodged multiple times. Upon removal, tissue was noted to have lodged in the helix of the lead. Another rv lead was attempted, and it also dislodged multiple times. Upon removal it was noted that the helix was engulfed in tissue. The physician elected to implant a single chamber pacemaker with an atrial lead only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).